Manufacturer narrative:
Based on information received following submission of the initial report, this is a duplicate of manufacturer report number 2523835-2024-00987. No additional reports will be filed on this report number. Any additional information that is received will be reported on manufacturer report number 2523835-2024-00987. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received that after implantation the optical part was poor and lens had crack. This damage occurred during implantation using company injector. The patient experienced deterioration of vision. The lens was decentralized, and lens was explanted 2 days following the initial procedure.

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the injector did not catch the lens properly and it was very sharp. The injector went over. There are two medical device reports associated with this file. This report is associated with the 2 of 2 files.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.